Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) on (B)(6) 2020. It was reported that the implantable neurostimulator was in overdischarge. Additional information was received from the manufacturer representative (rep) on 2020-aug-04. Rep reported that the cause of the overdischarge was that the patient was non compliant and letting it go. A jump start was performed and the issue was resolved. The patient reported on (B)(6) 2020 that they have not been able to change the settings or position on the patient programmer since having the implantable neurostimulator jumpstarted. Starting around (B)(6) 2020, the patient has been getting a physician body on the patient programmer or recharger. The patient also noted having to charge 2-3 times a day because the implantable neurostimulator needs to charge often since the jumpstart. At the time of the report, the recharger was showing that the implantable neurostimulator was at less than 25% charged with 6-8 coupling bars. Then the recharger screen showed that theimplantable neurostimulator was fully charged. The patient was able to get 6-8 coupling bars while the implantable neurostimulator was charging at the time of the report, and the screen changed to implantable neurostimulator charge complete several times. When the patient would press the start charging session button, the screen was showing that the implantable neurostimulator is half way charged. The patient had just had the recharger replaced at the beginning of (B)(6) 2020.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the battery fluctuation while charging was patient non-compliance and the patient not placing the recharger head in the correct location. The patient was re-educated on charging and told to contact the rep if they had any further issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.